Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was dropped. Due to the fall the unit would not power on and a piece broke off the processor pca. There was no patient involvement.